Manufacturer narrative:
H3: analysis identified a hole in the internal pump tube which allowed drug to leak into the motor containment area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump implant date was clarified. It was reported the pump was in possession of medtronic field contact and would be shipped back on 2023-dec-05.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were numerous pump motor stalls that occurred where the critical alarm went off. With each motor stall, a motor stall recovery also occurred each time. There were no noted environmental, external, patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting and actions/interventions taken to resolve the issue as the pump was removed and replaced on (B)(6) 2023. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight, age and medical history were asked but unknown. Additional information was received from a foreign healthcare provider via a company representative. It was reported that according to the pump logs, the intermittent motor stalls and recoveries occurred as below: (B)(6) 2023 18:44- pump motor stall occurred (B)(6) 2023 18:50- pump motor stall recovery (B)(6) 2023 10:18- pump motor, stall occurred (B)(6) 2023 10:26- pump motor stall recovery (B)(6) 2023 18:11- pump motor, stall occurred (B)(6) 2023 19:06- pump motor stall recovery (B)(6) 2023 22:58- pump motor, stall occurred (B)(6) 2023 23:38- pump motor stall recovery (B)(6) 2023 02:56- pump motor, stall occurred (B)(6) 2023 04:47- pump motor stall recovery (B)(6) 2023 02:40- pump motor, stall occurred (B)(6) 2023 03:14- pump motor stall recovery (B)(6) 2023 21:16- pump motor, stall occurred (B)(6) 2023 21:56- pump motor stall recovery (B)(6) 2023 14:05- pump motor, stall occurred (B)(6) 2023 14:19- pump motor stall recovery (B)(6) 2023 00:00- pump motor, stall occurred (B)(6) 2023 00:54- pump motor stall recovery (B)(6) 2023 00:26- pump motor, stall occurred (B)(6) 2023 01:40- pump motor stall recovery.